Manufacturer narrative:
Other relevant device(s) are: etlw1628c124ee, s/n: unknown ; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A non mdt bifurcate and limb along with 2 endurant stent graft limbs were implanted in the endovascular treatment of a 96mm maximum diameter abdominal aortic aneurysm. 6 endoanchors were also implanted due to a concern for a late failure of the stent graft. It was reported that 2 years later, proximal migration of the right iliac extension graft was diagnosed. The site assessed this event as having a causal relationship to the endograft. A secondary procedure was carried out where a right hydro gastric embolization was done and a distal extension stent graft was implanted. The sponsor assessed this event as not related to the study device (endoanchor) and not related to the study procedure. During the intervention procedure, a type ib endoleak was observed along with aneurysm enlargement. Distal migration was also seen from the iliac limb. This was then treated with the placement of a iliac extension and the internal iliac artery was also embolized. This procedure was successful. No cause was reported. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the proximal migration appears to have first been noted by CT on (B)(6)2018 and the type ib endoleak was identified as (B)(6)2020. There was aaa growth due to proximal migration of right iliac extension. The site assessed the type ib endoleak as causal related to the endograft. The sponsor assessed the type ib endoleak as not related to the procedure or device and possible related to the aneurysm disease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.